Manufacturer narrative:
The cause of the patient's post-op complications/alleged injury cannot be determined at this time. Review of medical records previously provided found that the first perfix plug used was never associated to any issue. The surgeon noted in both subsequent surgeries that "her previous femoral and inguinal hernia repairs were noted to be intact" and "no recurrence of femoral or direct defect was identified." No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr report represents the perfix plug implanted on (B)(6) 2006. For findings related to the perfix plug implanted on (B)(6) 2007 please refer to MDR # 1213643-2013-00546. No sample returned.

Event description:
Per legal case (B)(4): the following is based off a review of the patient's medical records which were provided to davol by the patient's attorney: (B)(6) 2006 the patient underwent a right groin exploration with repair of her right direct inguinal hernia and right femoral hernia with implantation of a bard perfix plus. On (B)(6) 2007 the patient was brought to the or for repair of a right indirect inguinal hernia with implantation of a bard perfix plug. The operative report noted "groin exploration revealed no evidence of recurrent femoral hernia." The operative report did reveal "a large indirect inguinal hernia, laterally, consistent with an intraparietal hernia, with the previous repair intact medially." (B)(6) 2013 the patient underwent exploratory laparoscopy converted to open repair of recurrence of right inguinal hernia. It was again noted by the surgeon at this time that "no recurrence of femoral or direct defect was identified." It was also noted in the operative dictation that "medial to the hernia sac was a large, what appeared to be old perfix plug which was obviously not in place anymore and holding anything in. It may have been contributing to her pain, so it was excised. The perfix plug was explanted and a non-bard mesh was used for repair. The original attorney's report alleged the patient was treated for infection, however after receiving medical records there are no findings of any type of infection forming within the patient. Addendum per legal complaint: attorney alleges per short form (see attached) that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2006 and (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the two (2) perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."